Event description:
Customer reported an issue with the panorama central station's alarms, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and unlatched the system's alarms. Company representative also found that the customer was using the panorama. Telepacks with no lead wires while using the spo2 sleeve. Customer was informed that not using the telepack lead wires, there will be a potential for this drop out, causing the issue with alarms.